Manufacturer narrative:
No patient information was provided. Sorin group (B)(4) manufactures the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 system displayed an error. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 system displayed an error. There was no report of patient injury.

Manufacturer narrative:
(B)(4). No service was performed. The user cancelled the request for service., as the failure only occurred once and was not reproducible. As an investigation could not be performed, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Service request cancelled by customer.